Event description:
It was reported via repair work order that the cot was unstable due to the caster breaking off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.